Manufacturer narrative:
Adding UDI # (B)(4). This is a follow up report for this additional information. Device received for this event is being corrected from unknown atis ev abutment catalog # unk atis ev abutment to healdesign ev 4.2 ø5, 4.5mmcatalog # 25302. This is a follow up report for this corrected information.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction that occurred while¿using the astra tech implant system. This report is for the dental abutment device. The dental implant device report was submitted under MFR report # xxxxxxx. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant fracture.